Manufacturer narrative:
The field service engineer (fse) found that the beads in the reagent packs were gathered at the tops of the bottles underneath the lid. The fse also found that the measuring cell was blocked and replaced it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay, elecsys vitamin d assay, elecsys ft3 iii, and elecsys tsh assay results for 3 patient samples on a cobas e 411 immunoassay analyzer. The samples were repeated after the measuring cell on the analyzer was replaced. For patient 1, the initial vitamin b12 result was 1698 pg/ml, the ft3 result was 11.45 pmol/l with flag, the tsh result was 0.631 uiu/ml, and the vitamin d result was 103.9 ng/ml. The repeat vitamin b12 result was 596.9 pg/ml, the repeat ft3 result was 7.84 pmol/l with flag, the repeat tsh result was 1.27 uiu/ml, and the repeat vitamin d result was 50.75 ng/ml. For patient 2, the initial vitamin b12 result was 1700 pg/ml. The repeat vitamin b12 result was 931.0 pg/ml. For patient 3, the initial vitamin b12 result was 1242 pg/ml and the initial vitamin d result was 120.0 ng/ml with flag. The repeat vitamin b12 result was 581.4 pg/ml and the repeat vitamin d result was 85.46 ng/ml. No questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.